Event description:
Admitted with fractured left hip. Bipolar hip replacement done. Recovery went fairly well with antibiotics, physical therapy. Transferred to nursing home with minimal discomfort and transferring with 1 assist. Incision not draining, slight redness. Pt readmitted to hosp with obvious incision infection. Incision dehised. Given ancef + cleocin. Wound debrided - sterile dressing changes with triple antibiotic solution every eight hrs. Vancomycin started. Wound debrided again. Pt continues to deteriorate, much pain, confusion, episode congestive heart failure. Family chooses to stop antibiotic therapy - only comfort measures. Pt expired.